Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for belkyra: warnings and precautions, for topical use only, do not inject through the transferred grid markings, do not use on broke or damaged skin.

Event description:
Healthcare professional reported injecting a patient with belkyra® a little outside of the grid area. The patient developed skin necrosis.